Event description:
Healthcare professional reported "rupture" and "exchange from textured to smooth due to concern with the product." Record is for left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe. ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). No other observations observed, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6

Event description:
Healthcare professional reported "rupture" and "exchange from textured to smooth due to concern with the product." Record is for left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5; d1; d4; d6a; d6b; h4; h6.

Event description:
Healthcare professional reported left side rupture, and exchange from textured to smooth due to concern with the product. Device has been explanted.